Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in responses to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The field event of extended charge time could not be confirmed because the device was beyond eos when it was received for analysis. During ate system and bench test, no device anomaly was detected. The extended charge time observed on the field was probably due to a battery performance issue.

Event description:
It was reported that the device was explanted and replaced due to extended charge time.